Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frequent motor errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump rewinds was slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test. No anomaly noted during testing. No motor error alarm during testing noted. However corrode home switch noted during inspection. The motor may have had an intermittent failure that was not detected during our testing.